Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not recognize ECG signal) has been confirmed. Upon investigation the monitor was unable to recognize a signal from ECG or therapy electrodes. The monitor was lacking a driven ground signal, causing the failure. The cause of the lack of missing ground signal was isolated to an open pulse wire in the electrode belt receptacle. The root cause for the damaged wire was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was unable to recognize an ECG signal.